Manufacturer narrative:
(B)(4). A picture was provided of the samples. A visual inspection was performed on the picture provided and a fissure in the lateral wall was noted in the sample. The reported problem was identified but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak during peritoneal dialysis therapy. The leak was reported to be due to cracks on the twist clamp and the minicap. It was reported that the patient was treated with prophylaxis ciprofloxacin (1c/12h, route not reported). There was no patient injury indicated at the time of the report. No additional information is available at this time.